Event description:
While trying to remove a jackson-pratt drain from postoperative patient prior to discharge the tubing broke or fractured off leaving a portion of the drain in the patient's abdomen. Patient was returned to the operating room for removal of foreign body under general anesthesia. Drain was inspected after removal. No sutures had been placed on portion of the drain that had been in the abdomen. Patient's los increased by one day.